Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the fiberscope tested positive for an unexpected contamination. This issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing. The complaint investigation reviewed the customer provided cds processes where obvious deviations from instructions for use (IFU) were identified. The IFU states: after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance." - "olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use are processing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy". - "the medical literature reports incidents of cross-contamination resulting from improper reprocessing. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment. The device was evaluated and was tested positive by olympus, therefore the user request was confirmed. After decontamination, the device was tested again confirming negative results. The user facility provided the following result of the culture test [sampling date: (B)(6) 2025, sampling from: all channels, cfu: 1cfu, bacterial identification: bacille. Olympus provided the following result of the culture test, performed at the third-party labs: [sampling date: (B)(6) 2025, sampling from: all channels, cfu: 1 cfu, bacterial identification: acinetobacter baumannii. Olympus provided the following result of the second culture test, performed at the third-party labs: [sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1cfu, bacterial identification: n/a]. Based on the results of the investigation, a root cause could not be determined. The most probable cause of the complaint is "failure to follow instructions" which indicate that problems traced to the user not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.